Event description:
The hcp reported that the pump was prematurely explanted after 10 months. The patient believes the "pump just shut off", working only intermittently. Residual reservoir volumes were higher than expected at three refill sessions. In january, 2005, an MRI was taken as well as a catheter study; both were negative. The pt underwent catheter revision in 2005 and experienced symptom relief for several weeks, but then reported loss of efficacy. A roller study was also performed; within normal limits - date is unknown. The pump was explanted and replaced in 2005.